Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Approximately one year ago, a patient with complex congenital heart disease underwent an aortic valve replacement with a homograft (unknown manufacture) and a tricuspid valve replacement with this 29 mm sjm epic mitral valve. On (B)(6) 2016, echocardiography revealed one cusp of the epic valve appeared to be immobilized with a gradient of 7 to 11 mmhg. On (B)(6) 2016, tee revealed the cusps of the epic valve were functional and the elevated gradient persisted. On an unknown date, a repeat tee and ice (intracardiac echo) confirmed that the epic valve was thrombosed with an immobile cusp. Medtronic melody transcatheter pulmonary valves were placed in the pulmonary position and the tricuspid position with improvement in hemodynamics. The patient developed dic secondary to sepsis, but is slowly recovering and the need for inotropic and vasopressor support has reduced with treatment of the sepsis and the dic is responding to treatment. The epic mitral valve remains implanted in the tricuspid position.